Manufacturer narrative:
Results: investigation summary: the corrective action statement is approved/authorized and final review of the complaint will be conducted by designated complaint handling unit. Pr #:(B)(4). Cr#: (B)(4) ¿ MDR. Part #: 382544. Lot #: 6340888. Complaint: leakage at catheter junction. Customer verbatim: leaking blood from the hub even after attached to IV; changed twice. Blood continued to leak new 18ga IV was inserted to complete exam. This is the fourth occurrence. Lot analysis: device/batch history record review: yes. Reason: DHR¿s are available for reviews as needed and are required for quality issues relating to product traceability or if the reported incident is a medical device reportable (MDR). Findings: as this complaint was a MDR; DHR review was performed on the following lot number: 6340888 ¿ the lot number was built on (B)(4). Per specifications in (B)(4). It was concluded that all required challenges samples and testing was performed, in accordance with the in-process sampling plans. Per review it was noted that there were no reject activity findings throughout the build of this lot that would impact upon the quality of the product. Qn / sap database review: yes. Reason: a review of the qn/sap database is required for (B)(4). This is a level b investigation. Findings: the qn reviewed revealed no related reject activity for the sub-assembly lot number associated with this incident. The peura (end user risk analysis): yes. Reason: the peura is required for all MDR reportable investigations. Findings: rm5835 rev 11 version I was analyzed to determine the risk to customer. The analysis showed that due to low occurrence, current risk is acceptable. Visual analysis: observations and testing: received 22 unused iag/bc 18ga units in sealed packages from the lot number 6340888. Visual/microscopic examination: 21 units - observed no mechanical/physical damage to any parts of the catheter/adapts. One unit - observed damage on the inside rim of the luer adapter water/air leak test: performed the leak test by using a lab supplied male slip luer connected to the female connection site of each catheter/adapter; 21 units - no leakage was observed in any area of the connection site. One unit - leakage was observed at the area of the connection site test description: method no: results: visual/microscopic; n/a ; see observations and testing; water/air leak test; qcge-11; see observations and testing. Investigation samples(s) meet manufacturing specifications: no, one returned units provided for evaluation revealed damage on the rim of the luer adapter and leaked at the connection site. Conclusions: the defect of leakage at catheter junction as stated in the subject of the pir was confirmed with one returned units. The damage on the inside rim of the luer adapter allowed leakage at the connection site did the evaluation confirm the customer¿s experience with the bd product? Yes; the customer experienced was confirmed based on the evaluation and testing that was performed on returned units. Were we able to reproduce the customer's experience with the bd product? Yes; reproduction of the customer¿s experience was achieved with the testing performed on one of the returned units. Was the device used for treatment or diagnosis? Treatment. Root cause description: root cause: relationship of device to the reported incident: manufacturing comment: the damage observed could occur anywhere within zones 1, 2 or 5 when the equipment is lowered inside of the adapter. It can inadvertently damage the interior due to the incorrect alignment. Misalignments of the adapter relative to the equipment may cause this damage. Alignments are performed when they are determined to be necessary during set up or production. Rationale: corrections and CAPA. Corrective action project / CAPA (#): CAPA (B)(4) has been opened to address the markings on the washers. Other action taken: product quality is evaluated during the manufacturing process with prescribed variable and attributes inspections. These inspections are performed by operators and/or process control technicians to ensure any gross process changes are identified. If defects are observed, disposition of the product, root cause and corrective action are applied according to the quality control plan.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported by a consumer that there was blood leaking from the hub of an 18 g x 1.16 in. (1.3 mm x 30 mm) bd insyte¿ autoguard¿ bc shielded IV catheter during use. A new IV was inserted to complete the exam. There was no report of injury or medical intervention.